Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05258 and 3005099803-2010-05260 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a generator pad error (p1) occurred. A single pad was replaced, then the error (p1) recurred. After the second error (p1), the procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)